Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, at the time of deployment there was a ¿crack¿ and the stent was not deployed. The device was removed from the patent in one piece and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information and/or specific information regarding the circumstances surrounding these events to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Block have been updated with additional information received on august 28, 2018.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, at the time of deployment there was a ¿crack¿ and the stent was not deployed. The device was removed from the patent in one piece and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 28, 2018. According to the complainant, the wallflex biliary fully covered rmv stent was used in the bile duct during an ercp with stent placement procedure performed on july 10, 2018. The anatomy was not dilated prior to stent placement. Reportedly, there was no break or visible damage noted to the delivery system. And the stent was removed from the patient completely undeployed.